Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803." Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Further review indicated the event was reported in error. The malfunction was an app issue which was on an external device. Not a long term implant.

Manufacturer narrative:
Concomitant medical products. Product ID: 8840, serial#: unknown, product type: programmer, physician. Other relevant device(s) are: product ID: 8840, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative (rep) reported that the reason for the call was the tablet displayed a message system error 0x74d2a6a7.the caller indicated that she was in a programming session, changing the rate (at about 95hz) and pulse width (pw)(at about 600 us) when the message occurred. The amplitude was 0v and the active electrodes were 4+ 5+ 6- 7-. The caller stated that she measured impedance prior to making the therapy parameter changes and the values were within the normal range. The rep pressed the restart button on the system error message to end the session (restart was the only option). The rep also powered down the communicator. The battery level on the communicator was showing the orange indicator after resetting, so the rep changed the communicator batteries. The rep then tried to connect to the implant again. The rep was able to successfully communicate with the ins. The caller noted an alert that indicated that the upper limit to group a was changed. When the rep got into the programming session the pw was 570us and rate at 100hz. The caller tried to increase the pw and was able to increase without issue. The caller made programming changes and reported that the error message was not recurring. No symptoms/patient complications reported.